Event description:
The ob gyn md was performing a hysteroscopic resection of a submuscosal fibroid. The cutting loop broke from the instrument. The piece was recovered during the surgery. No harm occurred to the patient.what was the original intended procedure?resection of the submucosal fibriod.